Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menorrhagia ("excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)/ heavy bleeding") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included norethisterone (mini-pill) since 2012. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), pain ("body aches"), weight increased ("weight gain"), menstrual disorder ("abnormal bleeding during menstruation"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), depression ("depression"), eczema ("acute eczema"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), mood altered ("moody") and artificial menopause ("complication from your essure removal procedure due to bilateral oophorectomy: surgical menopause"). The patient was treated with surgery (surgical removal of the device,hysterectomy (full),salpingectomy(bilateral removal of fallopian tube) and surgery (ablation,endometrial ablation,dilation curettage at the time of ablation.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, migraine, pain, weight increased, menstrual disorder, genital haemorrhage, vaginal haemorrhage, depression, eczema, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, mood altered and artificial menopause outcome was unknown. The reporter considered abdominal pain lower, artificial menopause, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.6 kg/sqm. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet and medical record received. New reporters added and reporter information updated. Plaintiff demographic information added. Implanted date and product indication updated. Event added: genital bleeding, abnormal bleeding (vaginal), menorrhagia, depression, acute eczema, headaches, nausea, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), pain, fatigue, moody, surgical menopause. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), pelvic pain ("pain"), menorrhagia ("excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)/ heavy bleeding") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure (batch no. 629146-right,623213-left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, postpartum depression, fibromyalgia and anxiety. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016 and estradiol since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches/migraines/headaches: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In august 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("body aches"), menstrual disorder ("abnormal bleeding during menstruation"), depression ("depression"), eczema ("acute eczema"), mood altered ("moody") and artificial menopause ("complication from your essure removal procedure due to bilateral oophorectomy: surgical menopause"). The patient was treated with alprazolam (xanax), norethisterone (mini-pill), paroxetine hydrochloride (paxil) and surgery (ablation,endometrial ablation,dilation curettage at the time of ablation - ((B)(6)2009), hysterectomy (full), bilateral salpingectomy and oophorectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, genital haemorrhage, vaginal haemorrhage, nausea, dyspareunia and rash had resolved, the pelvic pain, migraine, pain, weight increased, menstrual disorder, depression, eczema, dysmenorrhoea, fatigue, mood altered and artificial menopause outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, artificial menopause, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pain, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2018 : 210 lbs. Patient undergo essure confirmation test om date 2012 which results: total bilateral occlusion. Discrepancy noted in essure insertion date as (B)(6) 2010. Discrepancy noted in hysterosalpingogram as (B)(6) 2011. Hysteroscopic essure sterilization bilaterally. A dilatation and curettage was performed as well. Date(s) of insertion: (B)(6) 2009 (discrepancy noted) per pfs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: blockage of the fallopian tubes bilaterally. No peritoneal spillage. Results: total bilateral occlusion. Ultrasound scan - in 2012: total bilateral occlusion.. X-ray - in 2012: total bilateral occlusion.. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia. Updated: lot number (623213) and multiple additional aes. Lot number report 629148 is invalid. Most recent follow-up information incorporated above includes: on(B)(6) 2019: pfs received: lot no.updated. Event added : rashes or skin conditions type: rashes. Reporter's information, concomitant condition, concomitant drugs and treatment drugs were added. The outcome of the events abnormal bleeding, nausea, cramping, dyspareunia updated to recovered/resolved and headaches updated to recovering/resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), pelvic pain ('pain'), menorrhagia ('excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)/ heavy bleeding') and genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in an adult female patient who had essure (batch no. 629148-inv,623213, 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, postpartum depression, fibromyalgia and anxiety. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016 and estradiol since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches/migraines/headaches: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("body aches"), menstrual disorder ("abnormal bleeding during menstruation"), depression ("depression"), eczema ("acute eczema"), mood altered ("moody") and artificial menopause ("complication from your essure removal procedure due to bilateral oophorectomy: surgical menopause"). The patient was treated with alprazolam (xanax), norethisterone (mini-pill), paroxetine hydrochloride (paxil) and surgery (ablation,endometrial ablation,dilation curettage at the time of ablation - (B)(6) 2009), hysterectomy (full), bilateral salpingectomy and oophorectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, genital haemorrhage, vaginal haemorrhage, nausea, dyspareunia and rash had resolved, the pelvic pain, migraine, pain, weight increased, menstrual disorder, depression, eczema, dysmenorrhoea, fatigue, mood altered and artificial menopause outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, artificial menopause, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pain, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2018 : 210 lbs. Patient undergo essure confirmation test on date 2012 which results: total bilateral occlusion. Discrepancy noted in essure insertion date as (B)(6) 2010. Discrepancy noted in hysterosalpingogram as (B)(6) 2011. Hysteroscopic essure sterilization bilaterally. A dilatation and curettage was performed as well. Date(s) of insertion: (B)(6) 2009 (discrepancy noted) per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: blockage of the fallopian tubes bilaterally. No peritoneal spillage. Results: total bilateral occlusion. Ultrasound scan - in 2012: total bilateral occlusion. X-ray - in 2012: total bilateral occlusion. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia. Lot number:623213 manufacture date:2009-03 expiration date: 2012-03. Lot number:629146 manufacture date:2009-01 expiration date:2012-01. Lot number report 629148 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menorrhagia ("excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)/ heavy bleeding") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure (batch no. 629148-invalid,623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included norethisterone (mini-pill) since 2012. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), pain ("body aches"), menstrual disorder ("abnormal bleeding during menstruation"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), depression ("depression"), eczema ("acute eczema"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), mood altered ("moody") and artificial menopause ("complication from your essure removal procedure due to bilateral oophorectomy: surgical menopause") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation,endometrial ablation,dilation curettage at the time of ablation. And surgical removal of the device,hysterectomy (full),salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, migraine, pain, weight increased, menstrual disorder, genital haemorrhage, vaginal haemorrhage, depression, eczema, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, mood altered and artificial menopause outcome was unknown. The reporter considered abdominal pain lower, artificial menopause, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2018 : 210 lbs. Patient undergo essure confirmation test om date 2012 which results: total bilateral occlusion. Discrepancy noted in essure insertion date as (B)(6) 2010. Discrepancy noted in hysterosalpingogram as (B)(6) 2011. Hysteroscopic essure sterilization bilaterally. A dilatation and curettage was performed as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: blockage of the fallopian tubes bilaterally. No peritoneal spillage. Ultrasound scan - in 2012: total bilateral occlusion. X-ray - in 2012: total bilateral occlusion. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia. Updated: lot number (623213) and multiple additional aes. Lot number report 629148 is invalid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menorrhagia ("excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)/ heavy bleeding") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure (batch no. Right-629148, left-623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included norethisterone (mini-pill) since 2012. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), pain ("body aches"), menstrual disorder ("abnormal bleeding during menstruation"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), depression ("depression"), eczema ("acute eczema"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), mood altered ("moody") and artificial menopause ("complication from your essure removal procedure due to bilateral oophorectomy: surgical menopause") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation,endometrial ablation,dilation curettage at the time of ablation. And surgical removal of the device,hysterectomy (full),salpingectomy(bilateral removal of fallopian tube). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, menorrhagia, migraine, pain, weight increased, menstrual disorder, genital haemorrhage, vaginal haemorrhage, depression, eczema, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, mood altered and artificial menopause outcome was unknown. The reporter considered abdominal pain lower, artificial menopause, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6)2018 : 210 lbs. Patient undergo essure confirmation test om date 2012 which results: total bilateral occlusion. Discrepancy noted in essure insertion date as (B)(6)2010. Discrepancy noted in hysterosalpingogram as (B)(6)2011. Hysteroscopic essure sterilization bilaterally. A dilatation and curettage was performed as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.6 kg/sqm. Hysterosalpingogram - on (B)(6)2011: blockage of the fallopian tubes bilaterally. No peritoneal spillage.. Ultrasound scan - in 2012: total bilateral occlusion.. X-ray - in 2012: total bilateral occlusion.. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 23-jan-2019: medical records was received: lot numbers were added. Reporters were added. Essure insertion date was updated. Lab data were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain lower ('cramping'), heavy menstrual bleeding ('excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)/ heavy bleeding') and genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in an adult female patient who had essure (batch no. 623213, 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included morbid obesity, postpartum depression, fibromyalgia and anxiety. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016 and estradiol since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced rash ("skin rashes"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation"), pain ("body aches"), eczema ("acute eczema"), artificial menopause ("complication from your essure removal procedure due to bilateral oophorectomy: surgical menopause"), mood altered ("moody") and depression ("depression"). The patient was treated with alprazolam (xanax), norethisterone (mini-pill), paroxetine hydrochloride (paxil) and surgery (hysterectomy (full), bilateral salpingectomy and oophorectomy, hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy and dilation curettage and endometrial ablation on (B)(6) 2009). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, pain, migraine, weight increased, eczema, fatigue, artificial menopause, mood altered and depression outcome was unknown, the abdominal pain lower, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, dyspareunia, rash and nausea had resolved and the headache was resolving. The reporter considered abdominal pain lower, artificial menopause, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood altered, nausea, pain, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2018 : 210 lbs. Patient underwent essure confirmation test in 2012 with results: total bilateral occlusion. Discrepancy noted in essure insertion date as (B)(6) 2010. Discrepancy noted in hysterosalpingogram as (B)(6) 2011. Hysteroscopic essure sterilization bilaterally. A dilatation and curettage was performed as well, 1 trailing coil on both sides. Date(s) of insertion: (B)(6) 2009 (discrepancy noted) per plaintiff fact sheet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: blockage of the fallopian tubes bilaterally. No peritoneal spillage. Results: total bilateral occlusion. Ultrasound scan - in 2012: total bilateral occlusion. X-ray - in 2012: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia. Lot number:623213. Manufacture date:2009-03. Expiration date: 2012-03. Lot number:629146. Manufacture date:2009-01. Expiration date:2012-01. Lot number report 629148 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), pelvic pain ('pain'), heavy menstrual bleeding ('excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)/ heavy bleeding') and genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in an adult female patient who had essure (batch no. 629148-inv,623213, 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included morbid obesity, postpartum depression, fibromyalgia and anxiety. Concomitant products included bupropion hydrochloride (wellbutrin) since 2016 and estradiol since 2017. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches/migraines/headaches: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In(B)(6)2009, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("body aches"), menstrual disorder ("abnormal bleeding during menstruation"), depression ("depression"), eczema ("acute eczema"), mood altered ("moody") and artificial menopause ("complication from your essure removal procedure due to bilateral oophorectomy: surgical menopause"). The patient was treated with alprazolam (xanax), norethisterone (mini-pill), paroxetine hydrochloride (paxil) and surgery (endometrial ablation,dilation curettage at the time of ablation - ((B)(6)2009), hysterectomy (full), bilateral salpingectomy and oophorectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, nausea, dyspareunia and rash had resolved, the pelvic pain, migraine, pain, weight increased, menstrual disorder, depression, eczema, dysmenorrhoea, fatigue, mood altered and artificial menopause outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, artificial menopause, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood altered, nausea, pain, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6)2018 : 210 lbs. Patient undergo essure confirmation test om date 2012 which results: total bilateral occlusion. Discrepancy noted in essure insertion date as (B)(6)2010. Discrepancy noted in hysterosalpingogram as (B)(6)2011. Hysteroscopic essure sterilization bilaterally. A dilatation and curettage was performed as well. Date(s) of insertion: (B)(6)2009 (discrepancy noted) per pfs 1 trailing coil on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.6 kg/sqm. Hysterosalpingogram - on(B)(6)2011: blockage of the fallopian tubes bilaterally. No peritoneal spillage. Results: total bilateral occlusion. Ultrasound scan - in 2012: total bilateral occlusion.. X-ray - in 2012: total bilateral occlusion.. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia. Lot number:623213 manufacture date:2009-03 expiration date: 2012-03 lot number:629146 manufacture date:2009-01 expiration date:2012-01. Lot number report 629148 is not valid. Most recent follow-up information incorporated above includes: on (B)(6)2021: medical record received. Reporter, rcc and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), pain ("body aches"), weight increased ("weight gain"), menorrhagia ("excessive bleeding during menstruation") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, migraine, pain, weight increased, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, menstrual disorder, migraine, pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.